Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure and prior to inserting the balloon catheter into the vasculature, the balloon of the catheter burst. In addition, it was noted a separate delivery catheter leaked after tightening the valve. The balloon catheter and delivery catheter were not utilized. No patient complications have been reported as a result of this event.